Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the transurethral resection of bladder tumor (turpt) procedure , the cutting loop was fractured. There were no adverse effects reported due to the event and no report of an additional procedure.